Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon interrogation of the patients implantable pulse generator (ipg) system it was discovered the patients right atrial (ra) lead was exhibiting low impedance levels. Diagnostic testing/troubleshooting was performed, but no programming changes were completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.